Manufacturer narrative:
Complete information from section a1: patient identifier: sid (B)(6) and sid (B)(6). This report is being filed on an international product, list number 03m74-02 that has a similar product distributed in the us, list number 3m74-02 / 84 / 98, with 510k status exempt. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed false reactive architect havab igg results generated on the architect i2000sr instrument sn (B)(6) for one sample during a lot-to-lot comparison. When validating the new lot 72386be00, there were imprecise results when compared to results from the old lot (68681be00). The discrepant results found during the lot-to-lot comparison led the customer to question the validity of the results of the samples used as reference material on the comparison, which had been released as patient results. The customer disputed the result (from lot 68681be00, (B)(6)) that had been released and that had been used as control samples in the validation of lot 72386be00. The following data was provided (<1.00 s/co is nonreactive; >/= to 1.00 s/co is reactive): on (B)(6) 2025: sid (B)(6) 3.27 s/co, (lot 68681be00), repeated 0.37 s/co, (lot 72386be00), repeated 0.35 and 0.62 s/co on (sn (B)(6)). Sid (B)(6) 2.07 s/co, (lot 68681be00), repeated 0.77 s/co (lot 72386be00). No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting on the instrument and replaced the valve, manifold kit (rohs). Part replacement resolved the issue, and the module function was verified with a control/precision run. The instrument service history for (B)(6) verified there were no additional tickets for false reactive architect havab igg patient results. A review of tracking and trending did not identify any trends for the valve, manifold kit (rohs). A review of complaint and trending data did not identify any trends for the architect i2000sr with regards to the current issue. Review of the manufacturing documentation did not identify any non-conformances associated with the valve, manifold kit (rohs). The architect system operations manual provides adequate labeling with regards to maintenance and troubleshooting, removal, and replacement of the including operational precautions and limitations, error code corrective actions; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the valve, manifold kit (rohs) were identified.

Event description:
The customer observed false reactive architect havab igg results generated on the architect i2000sr instrument sn (B)(6) for one sample during a lot-to-lot comparison. When validating the new lot 72386be00, there were imprecise results when compared to results from the old lot (68681be00). The discrepant results found during the lot-to-lot comparison led the customer to question the validity of the results of the samples used as reference material on the comparison, which had been released as patient results. The customer disputed the result (from lot 68681be00, (B)(6)) that had been released and that had been used as control samples in the validation of lot 72386be00. The following data was provided (<1.00 s/co is nonreactive; >/= to 1.00 s/co is reactive): (B)(6) 2025. Sid (B)(6) 3.27 s/co (lot 68681be00), repeated 0.37 s/co (lot 72386be00), repeated 0.35 and 0.62 s/co on (sn (B)(6)) sid (B)(6) 2.07 s/co (lot 68681be00), repeated 0.77 s/co (lot 72386be00). No impact to patient management was reported.